Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported she fell in water and the pump stopped working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was not expected to be returned for analysis.